Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
ICD lead breakage was reported, which induced noise sensing and several charges without delivered shocks. The subject lead remains implanted. Another lead was implanted.